Manufacturer narrative:
Initial report ref natus complaint# (B)(4). On performing a quarterly preventative maintenance on unit (sn: (B)(4)) and when tried to test the simulated pressure output, the unit got very hot and smelled like something inside was burning so unplugged all cables and turned the unit off. Install date: 11-mar-2015. Acceptable risk associated with the complaint as per line 6.5 (B)(4) camino icp monitor risk analysis. No death or serious injury, considered a customer inconvenience. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. The affected product has been requested to be returned for evaluation.

Event description:
Part cam02 - the customer was preforming preventative maintenance and claims the unit was hot and had a burning odor. The customer turned the unit off and unplugged the cables. No patient injury.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). It was confirmed there was no patient injury or delay in surgery. Failure occurred prior to patient involvement when biomed connected the power supply for a simulated temp test. This failure was confirmed - complaint verified, resolved on-site and no further action necessary. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed. Per ebs repair notes: "calibration complete. Passed functional tests, calibration, electrical safety test, visual inspection. Replaced battery. Sensor board failed, replaced with new." Diagnostic code labeled as "electronic failure" and "out of calibration". Investigation result code: san diego/camino monitors and cables /improper function device history record was reviewed and no related faults/issue found.

Event description:
Part cam02: the customer was preforming preventative maintenance and claims the unit was hot and had a burning odor. The customer turned the unit off and unplugged the cables. No patient injury.